Manufacturer narrative:
(B)(4). This is a report of an unrecoverable check heater line alarm. The cause of the alarm cannot be confirmed. No sample was returned for evaluation, the lot number is unknown, and no use error was reported. Air bubbles were reported to be seen in the cassette but it is unknown whether this contributed to the alarm. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm, which occurred on the homechoice (hc) during fill 1. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The alarm repeated. The fill volume (fv) equaled 0ml. The tsr advised the hp would need to start over with new supplies. The tsr assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report. The home patient was contacted on (B)(4) 2011. The home patient stated that when they opened the door to remove the cassette they noticed air bubbles in the cassette and after starting over with new supplies they were able to complete their therapy successfully. The home patient also stated that they have already disposed of the supplies and no further information is available at this time.